Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Impella. The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. While in the ICU, fluid was noted leaking from the purge housing of the purge system. The purge system was replaced. The patient experienced no health effects.